Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the 18th august 2010 and passed all self-tests alongside random manual power ons, up to the (B)(4) 2014. The device records temperatures below the recommended operating temperature range. Multiple manual power ups of mainly ten minute duration were recorded between june 2014 and 15th september 2014. The pad-pak became depleted during this time. The device remained in fault mode until a further pad-pak was installed on the 14th september 2015, the device passed a self-test. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins however this had no impact on the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.